Manufacturer narrative:
Update 03/23/2016 01:45 pm (B)(4): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Update 03/23/2016 01:06 pm (B)(4):customer stated that before use/procedure the loaner would display a eprom error at power up. (B)(4).

Manufacturer narrative:
The issue has been reevaluated with the result that this issue "eprom error on hl20" is not reportable. As the eprom error is part of the self test of the hl20, which is always performed prior to use (during startup of the device, and the eprom is not tested at any later point in time, it can be excluded that the error will occur during patient treatment. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All reported issues occurred prior to use.

Event description:
(B)(4).